Event description:
Customer reports that the extension tubing comes apart very easily at the male luer lock adapter. The nurses would find the IV fluids flowing on the floor or bed. Customer examined a new extension set and found that the adapter turns very easily with slightest of movement. The customer reports patient involvement but with no injury or medical intervention.